Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into an alternate power source for at least 30 minutes. Customer acknowledged. Subsequently, the pump battery fully depleted and the pump shut off. During follow up, the customer confirmed that the pump was able to be successfully charged using an alternate usb adapter. The customer¿s blood glucose was 105-133 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.